Event description:
It was reported that the patient was experiencing headpiece retention issues and lock could not be established between the internal device and external equipment. The patient underwent flap revision surgery to remove a significant amount of tissue without disturbing the muscle layer.